Event description:
It was reported that the patient had been experiencing a loss of therapeutic effect. The patient had been having accidents again, about 3 times that day. The patient stated her symptoms were located in the perineum area of the body. The stimulation had been working great up until 2 days prior to report. No stimulation sensation was felt on program 1 at 5.0 v, or on programs 2 and 3 at 10 v. The patient felt stimulation on program 4 at 2.6 v and increased it to 3.4 v. The patient was going to monitor her symptoms. Program 1 had been the patient's main program. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, implanted: (B)(6) 2008. Product type: programmer, physician: product ID 3889-28, lot# v852753, implanted: (B)(6) 2012. Product type: lead. (B)(4).